Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report # 1627487-2019-01138. It was reported that the patient is not receiving adequate therapy. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-01138. It was reported that surgery took place during which system was explanted.